Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/02/2026, it was reported that the patient returned home from a workout session, drank a gatorade, and felt asymptomatic before suddenly losing consciousness while preparing a meal. The patient was discovered floor unconscious by his sister, who immediately alerted ambulance. According to her sister that she saw in her follow app that cgm reading was 3.3 mmol/l before the sensor stopped working. Upon arrival, the paramedics confirmed severe hypoglycemia and the blood glucose reading was between 0.5 mmol/l and 0.7 mmol/l. The paramedics managed to administer 4 packets of maple syrup. The patient successfully regained consciousness and when bg fingersticks were taken after treatment the blood glucose reading was 5.0 mmol/l to 8.0 mmol/l. No further medication was reported and the patient was not brought to the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.